Manufacturer narrative:
A ge oec service representative investigated the issue and assisted the facility engineer in assessing the system and advised the facility engineer on what to check and look for to repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system intermittently would re-boot. The facility engineer stated the issue was very infrequent.